Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse performed system decontamination with no resolution. The fse then replaced the sample nozzle to rule out any sampling issues. The fse returned to the facility the following day and replaced the substrate syringe and the 3-way valve to rule out any substrate delivery issue; however, the issue remained. The fse verified that the substrate system is functioning properly by running daily check as well as observing the dispense on-off cycles during substrate replacement cycle and assay testing of the prog iii. Several days later, another fse went onsite and verified progesterone iii quality control (qc) rates to be low or near zero. The fse then replaced the syringe seal tip and the wash probe. A system flush was also performed using alcohol and deionized water. The fse performed additional instrument evaluation and troubleshooting at the customer site but was unable to determine the cause of low level qc progesterone iii results. All other assays (lh ii, bhcg, e2) generated acceptable qc results. Currently, the aia-360 analyzer is in operation; however, progesterone iii is not being analysed. Any additional event information received will be documented accordingly. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17may2019 to aware date 17jun2020. Two other similar complaints were identified during the search period. The st aia-pack prog iii analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The probable cause of the issue is under further investigation.

Event description:
A customer reported low level quality control (qc) progesterone iii (prog iii) on the aia-360 analyzer. A field service engineer (fse) was dispatched. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting progesterone iii (prog iii) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.

Manufacturer narrative:
Additional information: h6 conclusion code and h10 a 13-month complaint history review for similar complaints was performed for progesterone iii lot number a11c3a4 and bio-rad lot number 40381 from (B)(6)2019 to aware date (B)(6)2020 . No other similar complaints were identified during the search period. The probable cause of the issue could not be determined, and the analyzer is being replaced. The customer's other assays still operate within specification.

Manufacturer narrative:
Device evaluation: h6 the suspect aia-360 analyser was returned to tosoh instrument service center for investigation. The analyser was prepared for functional testing by running hcl (0.1) acid through the lines of the for 30 minutes. The system is then flushed with di water followed by a reagent. The substrate line was also flushed with hcl for 30 minutes, followed by alcohol, then substrate. A two-part functional testing was completed 3 days apart. Both tests revealed no instrument issues with no flags observed. The aia-360 analyser performed as expected. The probable cause of the issue could not be determined. Additional information: d8, d9